Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. After contacting support, the customer was guided through a pump reset by technical support, which resolved the issue as the pump did not display the error code again, and the customer successfully started their sensor session.